Manufacturer narrative:
It was originally reported an incorrect weight measurement led to a patient experiencing an unknown adverse consequence as a result of receiving an incorrect dosage of medication. Upon further investigation, the incorrect dosage did not lead to the patient requiring any additional treatment or long-term injury. B5 has been updated to match investigation results.

Event description:
It was originally reported a patient sustained an unknown adverse consequence as a result of receiving a higher dosage of medicine based on an incorrect reading given by the scale. After further investigation, the increased dosage caused the patient¿s hemoglobin levels to be elevated, however, no additional treatment nor long term injury occurred. This issue is not likely to cause or contribute to serious injury or death if it was to recur and is, therefore, not reportable.

Event description:
It was reported the stretcher scale gave an incorrect measurement when used to determine a patient's weight. The customer reports that the patient had a longer hospital stay due to the incorrect measurement but did not provide any information regarding the injury. The stretcher was evaluated by a stryker service technician and no defects were found that could have caused or contributed to this event. Attempts have been made to ascertain the severity and treatment from the user facility but they have not responded at this time.